Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address metal induced synovitis, osteolysis, and blackish soft tissue. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Event description:
Litigation papers allege: on (B)(6), 2007, patient was implanted with a depuy asr hip. On (B)(6), 2010, patient underwent diagnostic testing, which revealed bone loss in her pelvis and elevated levels of cobalt and chromium in her blood. Patient has experienced metallosis, pain, swelling, inflammation, lack of mobility, infection, as well as damage to surrounding bone, muscle and tissue. Additionally, it is alleged that patient will need to undergo revision surgery to remove the implant.